Event description:
Information received from the field states that the powerflex balloon was inflated to 14 atmospheres during fistula dilatation. The balloon burst and when pulled out of sheath distal portion of balloon was missing. The doctor was able to snare and pull out missing piece intact. There was no reported injury to patient.

Manufacturer narrative:
Information received from the field states that the powerflex balloon was inflated to 14 atmospheres during fistula dilatation. The balloon burst and when pulled out of the sheath, the distal portion of balloon was missing. The doctor was able to snare and pull out the separated piece intact. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.